Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided for review. The first photo shows a pta balloon in a clear bag being lined up next to a measuring tape. The second photo shows the balloon still in a clear bag and lined up next to a tape measure and paper appearing to approximate the balloon length. However, as the balloon specifications are not known for the device in the photos, the inflation of the balloon does not appear to be complete, and the exact location of the balloon shoulders cannot be determined relative to the measuring tape in the photo, no confirmations can be made on the size of the balloon in the provided photos. Therefore, the investigation remains inconclusive as no objective evidence was provided to confirm the failure. The definitive root cause for the reported balloon length issue could not be determined based upon available information. Labeling review: atlas master label document was reviewed. Per the document the reported product code at75144 specifies the device has a balloon diameter of 14 mm, a balloon length of 40mm, and a shaft length of 75cm. This matches the reported information in the event. The provided photos show a pta balloon in a clear bag being lined up next to a measuring tape, however as the inflation of the balloon does not appear to be complete and the exact location of the balloon shoulders cannot be determined relative to the measuring tape, no confirmations can be made on the size of the balloon in the provided photos. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, it was noticed that the product was allegedly mislabeled. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: d2b (dqy;lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, it was noticed that the product was allegedly mislabeled. There was no reported patient injury.